Manufacturer narrative:
The investigation determined that discordant non-reactive (B)(6) results were obtained from a non-vitros reactive quality control fluid using vitros (B)(6) reagent with a vitros eci q immunodiagnostic system. The definitive assignable cause could not be determined due to the limited information provided by the customer. Precision testing was not performed to verify the performance of the vitros instrument at the time of the event and therefore an instrument issue cannot be entirely ruled out as contributing to the event. Historical quality control results were not provided so a vitros anti hbc reagent performance issue also cannot be ruled out as contributing to the event. In addition, inappropriate qc fluid handling could not be ruled out as it could not be confirmed if the liquid ready to use qc fluids were handled as per the instructions for use.

Event description:
A customer obtained discordant non-reactive (B)(6) results (1.07, 1.09, 1.20, 1.07, 1.14, and 1.23 s/c (non-reactive)) vs. Expected (B)(6) reactive results from a non-vitros reactive quality control fluid using vitros (B)(6) reagent in combination with a vitros eci q immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant negative results were obtained from a quality control fluid. Ortho was not made aware of any discordant (B)(6) patient results obtained and there was no allegation of patient harm as a result of the event. However it could not be confirmed that patient samples were not affected, or would be affected if the events were to recur undetected. (B)(4).